Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited a high impedance. The patient would be scheduled for a routine follow up. The lead remained implanted.